Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent discectomy on an unknown date and suture was used. Approximately two to three weeks post-op, the patient presented with a wound infection at the surgical site. The patient was treated with IV antibiotics. Part of the suture was sticking out of the incision when the patient returned with the infection. Additional information has been requested.